Event description:
Reference number (B)(4). Event occurred in colombia. On 14-october-2024, it was reported by the patient that infusion set cannula was crimped within one day of use. Infusion set was placed in abdomen. No further information was available.

Manufacturer narrative:
H11 : patient city: (B)(6), patient country: colombia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.